Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an unknown reason. The patient received another manufacturer's product as a replacement. This crt-d has not been returned for analysis. No additional adverse patient effects were reported.